Event description:
The smiths medical 25-gauge, 1 inch needle has caused a break in the hub of pre-filled vaccine syringes. This has caused the vaccine to leak out prior to or during administration leading to inadequate vaccination of patients and an employee who had an exposure of the vaccine to her eye. Ref report: mw5162034.